Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported the patient has been hospitalized since monday, (B)(6) 2026 due to low blood glucose (bg) levels. The patient¿s bg levels were reported to be 2.6 mmol/l (46.8 mg/dl) while wearing the pod on their abdomen between 25 and 36 hours. The lg treated the patient with glucose tablets over the course of 45 minutes, a total of three tablets but the patient was still low. The lg called the hospital and was advised removing the pod and call for an ambulance. The patient¿s symptoms included confusion and retching. The patient was being treated with intravenous glucose therapy. A new pod was later activated while in the hospital. At the time of the call, the patient was still hospitalized, and a diagnosis was not yet determined.